Manufacturer narrative:
The physician has elected to monitor this issue. All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) also had a recent left ventricular lead implanted. However, after this implant the right atrial lead has measured impedances greater than 2000 ohms. No adverse patient effects were reported.